Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 113 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. The customer states the insulin pump keeps alarmeing low alerts when he is not low. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a (B)(4) paradigm insulin pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bts test as the sensor is beyond its expiration date.